Manufacturer narrative:
Conclusion and justification status: (B)(6) reports the cup impactor tip is stuck in handle and will not come off. Conclusion and justification status: the complaint states the cup impactor tip is stuck in handle and will not come off. The investigation confirmed the failure mode as reported. In an attempt to solve this failure mode; testing of prototype designs created under eco-(B)(4) took place, and research and development report (B)(4) was created. The testing showed that the prototype designs reduced the frequency during testing, but did not eliminate the fundamental cause of sticking. Other designs of introducers have the same issue of sticking. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup impactor tip is stuck in handle and will not come off.